Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete side cut of the left eye following corneal flap creation. The surgeon used a spatula to complete the cut and surgery without harm to the patient. Upon additional follow up, it was reported that the patient experienced unclear and blurry vision along with diffuse lamellar keratitis following treatment. The surgeon cleaned under the flap and additional topical drops were used. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).